Manufacturer narrative:
The smiths medical pump was returned in good physical condition. Accuracy tests were performed and the pump tested to have an average accuracy within the published specifications of +/-6%. There was no fault found with the pump.

Event description:
Information was received indicating that a smiths medical cadd legacy pca pump had inaccurate deliveries; it over delivered. There were no reported adverse events.